Event description:
Customer reported blood glucose results of 139 mg/dl and 62 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, self treated based upon result of 62 mg/dl. No adverse event reported. A request was made for the return of the system, replacement was sent.